Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited instability in the parameters, and the console did not aspirate, it made the vacuum function difficult. The procedure details and patient impact were not provided. Additional information received clarifying the event was occurred during a cataract surgery and the parameters like oxylation had instability. The ultrasound was not working, system does not irrigate and the fluid was not maintained with a system message displayed on the screen. The procedure was aborted to avoid further complication. There was no patient harm.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Per the sr, the case was cancelled, and no service was performed. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).